Manufacturer narrative:
Investigation: per the customer, the center started using the imuflex wb-sp sometime in 2008 and were making random donor platelets (rdps), fresh frozen plasma (ffp), and red blood cells (rbcs). In december 2009, they stopped making rdps, but continued to use the wb-sp bag making ffps and rbcs. Even though they stopped making rdps, they maintained a 'soft-spin' process. After three years, they started to see 'particulates' in the plasma. In october 2012 through february 2013, the customer saw a total of 28 units of thawed ffp with 'particulates' in the plasma and reported to terumo bct. In march 2013, they started to process the wb-sp using a 'hard-spin' process. Since the hard-spin process, they have only seen one thawed ffp with particulates. For the red cell exchange program for sickle cell patients, they began to antigen type their wb-sp red cells 18 months ago. They have 12 patients that have been treated at intervals of approximately four weeks. Ten out of 12 patients received red cells from their wb-sp supply. Each patient received six units per treatment and the plasma exchanges are performed on the spectra machine. The age of the red cells averaged 3 to 4 weeks old, and at one time, they gave ss patients units less than 15 days old. Recipients are routinely pre-medicated with benadryl and tylenol. Per the physician, the transfusion reactions may be due to platelet hla antigens since the platelets and fragments are now in the rbcs. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that in (B)(6) 2013, they saw an increase in transfusion reactions in sickle cell patients. Per the customer, three out of 10 procedures resulted in transfusion reactions (there were two males that were brothers and one female). This report is for the two of the three patients' reactions. The other two patient reactions are included in MDR #s 1722028-2013-01465 and 1722028-2013-01467. This patient had a reaction during a red blood cell exchange (rbcx) procedure. The patient developed chills, rise in body temperature greater than two degrees, and severe rigors. The physician requested a work-up and the results were negative. There was not anything unusual noted in the transfused red cells by the customer. No medical intervention was noted for this event. Patient's dentifer, age, and weight are not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: the disposable sets were not returned for investigation. The lot number regarding this event was not provided by the customer. Manufacturing records for are presentative lot were reviewed, with no abnormalities found. Retention samples from this representative lot were visually examined, with no abnormalities observed. Sterility testing was conducted on the solution in the retention samples. The results were negative. One set was tested for endotoxin, also with (B)(6) results. Root cause: a definitive root cause cannot be determined at this time. No failure was detected in the retention samples or testing and sterility records.

Event description:
The customer declined to provide the patient's identification, age or weight.